Manufacturer narrative:
Reliability analysis inspected one random partial opened/used enlite sensor and performed continuity resistance test. The sensor failed per specifications. Unable to confirm the needle complaint due to the customer did not return insertion needle, only the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that two sensors ended early. Customer's blood glucose level was 252 mg/dl but her sensor glucose reading was around 48 mg/dl. The insulin pump went into threshold suspend when her blood glucose level was not low. The insulin pump alarmed calibration error and sensor end. The customer took two units of insulin via the insulin pump to correct her blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.